Event description:
Country of complaint: (B)(6). Thread breaking during use.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 sutures in closed package were received. Stock verification: stock were verified. There are no available units of the product code and batch code in stock. No other complaints for this material / batch code reported; (B)(4) units of this batch code were manufactured and distributed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Tested knot pull tension strength samples received and the results fulfill the OEM requirements. Final conclusion: complaint is not justified. Corrective / preventive actions: not applicable.